Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient has developed two infections over the past couple of weeks (exact dates not reported). One on the leg and one on the abdomen whilst wearing both devices for 72 hours or longer. The lg removed the pod and saw pus coming from the site and it was bleeding, swelling, and was painful and red. The patient's blood glucose level also rose to 29 mmol/l (522 mg/dl) and ketones reached 4.7 mmol/l at the time of the infection. The lg called their doctor and was prescribed antibiotic tablets and insulin pen injections. The pod has been discarded. This report is for the infection on the abdomen.